Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, had drawer failure and this was causing other pockets to fail simultaneously. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer 2.1 was failed. A field service engineer (fse) inspected the drawer and found that the retractor band cable was torn. The fse replaced the retractor band and rebooted the station. Ran drawer test in hardware test application (hta); all measurements were acceptable, and the drawer passed successfully. Performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.